Manufacturer narrative:
(B)(4). Date of initial report: 02/03/2017. The unit was inspected by a service technician and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the device was in use during a procedure in which the patient received a second degree burn where the return pad electrode contacted the skin. The unit was checked by the service engineer and was found to be functioning normally. The return pad was a non-covidien device. The customer indicated they believed the issue was caused by user error but this could not be confirmed. No additional information is available.